Event description:
The lead was implanted on (B)(6) 2011, and remains implanted. It was reported, the lead has high thresholds. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).